Manufacturer narrative:
The device was received in the fully deployed position. The download data shows that the device completed both first and second prime and delivered 676 pulses with no timeouts or drive stalls before being deactivated. Inspection of the needle mechanism assembly found no issues. The needle mechanism assembly was reset to the not deployed position, and the device deployed as intended during manual deployment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 300 mg/dl while wearing the pod less than 1 hour on the arm. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient gave a correction bolus. The ketones were high.